Manufacturer narrative:
Results: the pet lock on the proximal end of the podj pusher assembly was intact. The pusher assembly was kinked approximately 15.0 cm from the proximal end. The podj embolization coil was detached from the pusher assembly. The stretch resistant (sr) wire of the podj was fractured, and the proximal constraint sphere was inside the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned podj confirmed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the podj is forcefully manipulated during advancement into a microcatheter, the pusher assembly may become kinked. The fractured sr wire observed on the podj was likely incidental, and may have occurred due to improper handling during packaging of the device for return. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while a podj coil was being introduced into a lantern delivery microcatheter (lantern), the podj coil pusher assembly became kinked and was removed. The procedure was then completed using a new podj coil and the same lantern. There was no report of an adverse effect to the patient.